Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer&#38112;blood glucose (bg) level was 60 mg/dl and it was addressed by the customer eating dinner. At the time of the report, the customer's bg level was in target range.